Event description:
A bipap a30-s was returned to a third-party service center for service. The device was not in patient use. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device, the device was visually inspected and found evidence of foam degradation. This is in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additionally, during the evaluation a ventilator inoperative error code indicating the device is exceeding the requested pressure settings for 10 seconds, or there was a high-pressure sensor reading, or a large amount of drift or a pinched/blocked tubing. Was confirmed in the event log. The available documentation did not specify which component replacement would be required to resolve this issue. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.